Event description:
An issue was reported where the customer's pump screen froze and did not respond to input, although the touchscreen was neither cracked nor shattered. There was no adverse impact to the customer¿s blood glucose level. The customer peeled off the screen protector and technical support agreed to send a replacement screen protector. Subsequently, the customer followed instructions from technical support to reset the pump, which resolved the issue, and the customer was able to interact with the pump screen successfully.